Manufacturer narrative:
Steris has limited information regarding the reported event as captured in mw5069160. Steris does not sell a scope warmer third-party or directly.

Event description:
The user facility reported via mw5069160 prior to a procedure, the scope warmer leaked fluid onto the sterile table. The sterile table set-up was discarded and the table was set up with new sterile supplies while the patient was present. No injury to the patient. The scope warmer was removed from service.